Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2016-00804 / 00805 and 1825034-2016-04298).

Event description:
It was reported that patient underwent a hip revision procedure due to liner failure. During the procedure, the liner was removed and replaced.